Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device's display was damaged. There was no report of patient or user impact. Available details indicate that the device had a display face plate damage. Details provided in an update from the source case and email confirming indicate that the distributor replaced the device's face plate assy / kit display and the device was successfully returned to service. No further action is warranted at this time.